Manufacturer narrative:
(B)(4). This customer reported an issue with low amplitude r-waves during demand mode pacing. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported an issue with low amplitude r-waves during demand mode pacing. There was no report of negative pt impact.